Event description:
Additional information: as of (B)(6) 2013, the patient still had pretty good spasticity relief at a low dose. The side port study was done as prep for a routine pump replacement for battery life. Upon surgical dissection of the pocket on (B)(6) 2013, the catheter was easily aspirated without difficulty. A successful myelogram was performed and the catheter was found to be patent. The pump was replaced as planned. There turned out to be no issue with catheter patency.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), product type catheter product ID 8578, lot# n084002, implanted: 2007-(B)(6), product type accessory product ID 8578, lot# n084002, implanted: 2007-(B)(6), product type accessory. (B)(4).

Event description:
It was reported that they were unable to aspirate the catheter as part of a workup for pump replacement. They planned to replace the catheter during the pump replacement. There were no patient symptoms/injuries related to this event; the patient was getting continued adequate spasticity relief. The patient status was reported as ¿alive - no injury/no adverse event¿. The pump was delivering compounded baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.